Event description:
Patient was revised as x-rays indicated poly wear on the meniscal bearing on one side. Surgery showed the cause: broken femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.